Manufacturer narrative:
It is unknown if the device sample is available for evaluation.

Event description:
The event is reported as: the white plastic piece that attaches the adaptor onto the endobronchial tube cracked during use and had to be replaced. No report of pt injury.